Manufacturer narrative:
The impella 5.0 pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) asian male had impella 5.0 pump inserted in the femoral for cardiomyopathy. The patient had blood clots and a fogarty catheter was used to remove the clots.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection confirmed a clot on the device. The cause of the thrombus was attributed to the patient's condition.